Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully with an alternate charging cable.

Manufacturer narrative:
Updated b5, updated annex a code to a0706 and annex g code to g02004